Manufacturer narrative:
Evaluation summary: it is unknown if the femoral canal was prepared as according to the surgical technique. The instruments used are unknown, and it is unknown if the stem was inserted with the correct orientation and fit as per the surgical technique. Patient factors such as bone quality are also unknown. Fat embolism syndrome (fes) is a known complication that may arise when there is a chance for fat to enter the circulatory system, such as a long-bone fracture or total hip arthroplasty. Rasping technique, lavage, anesthesia, and patient factors are all factors that may contribute to fes. To decrease the potential for fes, pharmaceutical heparin and pulse lavage may be employed. Due to lack of sufficient information, the probable cause of fes is unknown. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
Fat embolism syndrome occurred 12 hours after surgery leading to semi-comatose state for 4 days.